Manufacturer narrative:
One tsv angled screw channel driver 24mm (tascd24) was returned for investigation. Visual evaluation of the as returned product identified signs of use and fractured/twisted at the tip. Functional testing could not be performed due to the nature of the event. Pre-existing patient conditions, tooth location, implantation period and x-ray images are irrelevant to this investigation. Picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted for the (tascd24) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices for similar event . Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that clinician was torqueing an abutment screw and when got up to 10 ncm the head of the driver that the goes into the screw fractured. They unable to place the screw, so the patient will have to return at a later date. Tooth location not reported.